Event description:
It was reported that the ventilator¿s air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the air gas module was affected by water from central air system. The reported failure was confirmed in the received photos. The air gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The water contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of received device's logs revealed occurrence of multiple test failures during pre-use check, which could be a consequence of defective gas module. The source of water in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. It has been confirmed that the user is aware to use medical grade gases with servo devices.

Event description:
Manufacturer's ref. #: (B)(4).